Event description:
Hcp reported the pt had knee surgery and developed a seroma around their pump after that. When the pump was being refilled, the needle came out of the pump and medication was injected into the seroma. The 200cc of fluid was removed from the area. This was reported to have tested positive for opiates. The pt did have some seizure like activity in the emergency room, but never had any respiratory depression, was never on a ventilator, and never went into a coma. The pt was seen by a neurologist. Their eeg was normal. The pt's parent has them convinced not to let the hcp refill the pump. Presently there is nothing in the pump. The pt is reported to be fine presently. Pt is being treated with oral medications, though is having the same side effects with them as they did before the pump was placed. The hcp will remove the pump if the pt wishes.